Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced shocking sensation down their legs and pain at the ipg site. Therapy has been turned off to avoid the pain/discomfort. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: per additional information received, no surgical intervention took place. Hence, this device is no longer reportable.

Event description:
Additional information received indicates the shocking sensation only happened once. Surgical intervention took place on (B)(6) 2026 wherein the ipg was explanted and replaced to address the discomfort at ipg site. Nothing was done on the lead. Discomfort at the ipg site has resolved.